Event description:
It was reported that during an unspecified procedure, the device broke and fell inside the patient. There was no patient harmed reported. Olympus followed up with the user facility to obtain additional information regarding the reported event via phone but with no results.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the grasping section unable to open or close due to the detached control handle axis pin. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM confirmed that the grasping section of the device would not open or close.